Event description:
It was reported that during placement of a radial artery catheter over a guide wire, 2 cm of the guide wire broke off and remained logged subcutaneously in the pt's wrist.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.